Event description:
Reportedly, freezing containers were removed from a liquid nitrogen storage tank, placed on the laboratory counter for a few minutes, and then the units were placed into a transportation container containing liquid nitrogen. After the containers were placed in the transportation vessel, 4 containers ruptured, and two bags distended, but did not break. The containers contained cells from different patients. The patients were not effected by the events. Sufficient back-up cells were on hand for each patient.the use of a "dry shipper" was recommended to the reporter as well as changes to their thawing protocol. The frozen containers are extremely fragile after immersion in liquid nitrogen. Additionally, plunging the containers in liquid nitrogen after the containers have started to thaw on the laboratory counter may cause or contribute to the breakage events the reporter experienced.